Event description:
Subsequent to the initially filed report, the following information was received: reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The sheath was upsized to a 20f sheath and the endovascular repair procedure was completed. Hemostasis was achieved with a surgical cutdown. There was no reported occurrence of tissue damage or other adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular repair interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. A femoral cutdown was required to repair the artery. The sheath was upsized to a 20f sheath and the endovascular repair procedure was completed. Hemostasis was achieved with a surgical cutdown. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.